Event description:
It was reported by the biomed that the 9 volt battery had leaked and there is corrosion on the battery contacts and battery flex circuit. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the battery flex and battery contacts were corroded. It was also noted that the lower case, upper case, battery release, battery release o-ring, knobs, release spring, battery drawer, keyboard and battery drawer o-ring were contaminated, and one side bail cover was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.